Event description:
The customer reported that an error code 103 displayed during set up. The patient was already in the room and was under anesthesia. However, the surgery had not begun. This surgical procedure was postponed for one day due to this event. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 07/25/2008.